Event description:
It was reported that during a da vinci si coronary artery bypass graft (CABG) procedure, the tip of the small clip applier instrument broke off and fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the instrument has one grip broken off near its midpoint and a .080 x .045 piece of the grip is missing. The intact grip is bent slightly near the midpoint. Evidence not conclusive, but damage is likely due to mishandling/misuse. No other damage was found.